Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was infusing more volume than the pump settings. For example, a test of 50ml at 25ml/hr dispensed 58ml. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device' screen scratched. The customer stated problem was not duplicated. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump?s expulsor was trimmed to bring the pump's delivery into more nominal range. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. No evidence in event log. The customer's concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: trim expulsor as a preventive measure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.